Manufacturer narrative:
Discrepant b(abo2) antigen typing reactions for one patient identified during a literature review. The patient showed typical a(abo1) blood type characteristics due to a positive (3+) reaction obtained with the reverse b(abo2) cells, suggesting this patient has anti-b(abo2) antibodies as if they were typical a(abo1) blood group. The assignable cause is sample related, the patient having a weak expression of the b(abo2) antigen within their cis-ab blood group. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
(B)(4) discrepant b(abo2) antigen typing reactions for one patient identified during a literature review. The patient showed typical a(abo1) blood type characteristics due to a positive (3+) reaction obtained with the reverse b(abo2) cells, suggesting this patient has anti-b(abo2) antibodies as if they were typical a(abo1) blood group. The assignable cause is sample related, the patient having a weak expression of the b(abo2) antigen within their cis-ab blood group. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.